Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. It did not turned on. A functional test was attempted, but could not be performed. The receiver case was opened for an internal visual inspection and failed . The reported event that the receiver ceased to function was confirmed due to moisture damage that was noticed during interior inspection. The root cause was determined to be moisture damage.